Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009, inratio: 2.1, lab: >7.5; date: 2009, inratio: 2.4, lab: >7.5.

Manufacturer narrative:
Investigation pending.